Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump where it was reported by the customer: ¿it turns off¿. There is unknown patient involvement and unknown adverse event / human harm.

Manufacturer narrative:
The complaint of "it turns off" was investigated as a level 1 pci. The device was found in good physical condition. The logs were downloaded and sent to the software engineering team for review. After a review of the event logs, the event log analysis team concluded: "engineering concludes that the probable cause of device turning off without alarm might be due to sudden power loss after ac main unplugging and replace battery alarm which led to shutdown failure signal in diagnostic logs, the next day after bootup. Hence engineering confirms a bad battery condition. The clear condition for replace battery is to press the ¿change battery¿ soft key in biomed mode after installing a new battery. Apart from that the device was working as expected." The device failed cassette test alarming "n56". There were multiple "n56" alarms throughout the history. The asm battery was replaced and the change battery softkey was pressed. The pump then passed functional testing (pumping with no alarms). The customer complaint of "it turns off" was confirmed with a probable cause of asm battery (depleted).